Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation from their right atrial (ra) lead. The patient had blood in the pericardium along with feeling fatigued. A pericardial window was performed to drain the blood, and a chest tube was inserted. The helix of the ra lead was retracted and the lead was pulled back and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.